Manufacturer narrative:
The local distributor replaced a cpu under warranty. However, spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that xprezzon beside monitor model 91393 with command module model 91496 failed during use. No one was injured as a result of this event.

Manufacturer narrative:
Additional testing was performed at the equipment service center in (B)(4). No physical damage was noted on inspection of the original pcu pcba (B)(4). The original part and software was tested and the reported problem could not be duplicated. All functional tests passed. No malfunction was found. This report is complete and this issue is considered closed.